Event description:
It was reported that for about two days, the patient has no longer been able to hear with her right speech processor. However, since then, the patient was repeatedly able to hear for a short period of time. Now she is no longer able to hear with her device. All external parts have been exchanged, but without success. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.